Manufacturer narrative:
The subject device was returned for evaluation. Evaluation of the sample finds for bent guide wire and bent backup tabs at the cannula tip. No manufacturing anomalies were found. Broken fasteners were returned and were found to deploy from the device. Broken fasteners and performance issues are a known result of bent guide wire and deformed backup tabs. Root cause of the bent guide wire and backup tabs on the device is found to be bent from applied forces when in use while attempting to fixation at hard structure (cooper¿s ligament) as reported. Review of manufacturing records confirms product was manufactured to specification, with no indication of a manufacturing related cause for the event reported. The instructions-for-use supplied with the device adequately describes the proper technique for fastener delivery. The precautions section states "care should be taken not to use excessive counterpressure as this may damage the distal tip of the device as well as the mesh and/or tissue¿ and ¿insertion of fasteners is possible into some collagenous structures such as ligaments and tendons but is not possible directly into bone or cartilage. This may damage the device and result in compromised fixation strength.¿ sample evaluated.

Event description:
As reported, during totally extraperitoneal (tep) inguinal hernia repair procedure on (B)(6) 2022, the bard/davol optifix straight fixation device was used to fixate the mesh. While deploying the 3rd fastener near cooper's ligament a broken loose fastener presented. It was further reported that the fastener could not be deployed. As reported, the broken fasteners were removed from the patient's body. There was delay in procedure due to the device issue. The surgeon decided that the mesh was fixed even in the two places that had already been fixed, so the surgeon did not use a new device. There was no reported patient injury.